Event description:
Customer called to report that the insulin pump has a blank display after battery change. Customer's blood glucose reading was 28 mg/dl. Customer stated that there was an overdelivery of insulin. Troubleshooting was done. Replacement battery cap is being sent to resolve the blank display. Customer will monitor the pump for further issues.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
The insulin pump was monitored and tested no blank display noted. The insulin pump passed all operating currents tested with in the specification range and passed off no power test. However, the insulin pump received with cracked reservoir tube lip noted.